Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 118 mg/dl and a sensor glucose level of 33 mg/dl. Customer reported that this occurred again with a blood glucose level of 98 mg/dl and a sensor glucose level of 55 mg/dl. The insulin pump was not replaced or returned for analysis.